Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the e8 error message(s). Due to the leaky soft components liquid entered and always active up button is the resulting. It is possible that the pump went in the quick bolus menu but is not possible to deliver a bolus because all other buttons are blocked. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported the buttons on the infusion device are non-functional. Patient stated he is not able to confirm the e8 (power interrupt) alarm. Patient reported he has to set up the date and time again after changing a battery. Patient stated the quick bolus sets up spontaneously but afterwards dismisses so that the bolus is never really performed. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.